Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-01356, 1627487-2023-00972 it was reported that the patient's leads were fractured and the ipg was at end of life. It is unknown when the patient lost therapy. Surgical intervention was undertaken and the leads and ipg were explanted.

Manufacturer narrative:
The report of broken lead was not confirmed. Analysis of the returned lead b did not identify any anomalies and the lead passed all electrical testing.